Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The components were explanted and new components consisting of cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient experienced fluid loss.